Event description:
It was reported that after a software update, the clinic's programmer displayed an error message when trying to interrogate a device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was a serious programmer error when trying to interrogate a device.